Event description:
It was reported that the patient experienced a surge sensation. The patient was pleased with her stimulation coverage. The patient stated that the device was recognizing the apparent position. The patient reported that sometime during (B)(6) 2014 the patient started to feel intermittent surging from their device. No fall or trauma or anything unusual happened. The patient reported that surges could happen at any positions, does not matter where she was at. An example the patient gave was when she was sitting at pew at church, her stimulations ¿cuts off first, short period of time later, she felt stimulation from waist to bottom of feet.¿ the patient reported that was her appropriate stimulation coverage. Electrode impedance tested along with palpation of implantable neurostimulator (ins) at 0.7 volts, the patient felt a mild surge but normal impedance readings. Palpation of the ins pocket with stimulation on and off the patient reported no surging.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).